Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. Caller declined troubleshooting, no further information was obtained, and no additional actions were taken by technical support beyond documenting the email report.